Event description:
Covidien received info that the 840 ventilator has a vent inop condition. There was no pt involvement. The customer reported to have not duplicated the alleged malfunction. Covidien was not authorized to evaluate the device.